Manufacturer narrative:
Upon review of the x-rays, the implant was implanted above the crest of the bone which is contrary to the MFR's instructions. In addition, the dentist stated that the pt had poor quality bone.

Event description:
During mastication, the pt heard a clicking sound, then felt a little uncomfortable. The tooth (crown) felt like it was moving. The pt went to the dentist and extracted the fractured part. The rest of the implant is still in the pt and has not yet been removed.